Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. The following reported issue cannot be confirmed to be related to the cardiomems product as further information cannot be obtained from the patient care.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2020, the sensor was implanted successfully, but the patient required an external shock when the cardiomems sensor passed the right ventricle since the patient went into ventricular tachycardia. The ventricular tachycardia was caused by a preexisting condition and was triggered by the swan and the cmems delivery system entering the sensitive region. The patient was kept overnight for observation and was noted to be stable. There were no performance issues with any abbott products.